Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) reported experiencing redness and erosion at the ipg site in (B)(6) 2013. In turn, surgical intervention was undertaken on (B)(6) 2013 where the ipg was cleaned and re-implanted at the same pocket site. Further information revealed, the patient experienced erosion again at the ipg site. As a result, surgical intervention was undertaken to explant the scs system. The date of event and patient's device information is unknown.

Manufacturer narrative:
This ipg serial number is included in a field advisory.